Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), the catheter was stuck on the guide wire. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery (lad). The physician placed a non-bsc guide wire across the lesion. The 15mm x 3.0mm nc quantum apex balloon catheter was advanced to post-dilate a 2.75x24mm non-bsc stent. The balloon was inflated to 22atms. During withdrawal of the balloon catheter, the catheter became stuck on the guide wire. The catheter and the guide wire were removed from the patient as a single unit and the procedure was completed with a different device. There were no patient complications and the patient's status is good.